Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure to treat the internal hemorrhoids performed on (B)(6) 2024. During the procedure, the bands could not be deployed properly. The procedure was completed with another speedband superview super 7 device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle was returned, and it had marks of the trip wire indicating that it was secured. The suture was found to be in good condition. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed as the ligator housing was not returned. Upon analysis on the returned component, the handle had marks of the trip wire indicating that it was secure, and the suture was in good condition. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The ligator housing was not returned for analysis, so it is not possible to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure to treat the internal hemorrhoids performed on (B)(6) 2024. During the procedure, the bands could not be deployed properly. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.